Event description:
This patient was treated in 2003, with a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. In 2005, the patient underwent a reintervention for type I bilateral distal endoleaks. Medtronic aneurx endoprostheses were implanted. Sometime later, the patient was identified with aneurysm enlargement. Plans to reline are pending.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been requested. Please note: attached list of additional devices implanted in this patient. Pcc141400/023431707.